Event description:
Dentist describes that he used an optragate to isolate an adult to place a bonded retainer from #22-27. The pt called back the next day to report that her lips, chin and nose were numb. No anesthetic was used. Dentist reports numbness has continued for 2 weeks as of date of this report and pt believes is spreading now to her nose and cheeks. The pt is a (B)(6) female with possible latex allergy. Nitrile exam gloves were used. The optragate does not contain latex.

Manufacturer narrative:
Because it is unclear whether numbness is permanent, manufacturer has chosen to report as adverse incident.